Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. Transseptal access was obtained using a versacross fixed sheath. Mapping the left atrium was performed through the versacross fixed sheath with a non-bsc catheter. Following map creation, non-bsc catheter was removed from the fixed sheath. The physician exchanged the versacross fixed sheath over the versacross wire with the 1st faradrive sheath. After the exchange, the farawave catheter and merit medical j tip inqwire guide wire were advanced to just past the handle of the first faradrive. The faradrive sheath was aspirated with a 20 ml syringe. Bubbles were observed in the aspiration syringe during aspiration. Another attempt was made to aspirate the 1st faradrive sheath with a 20 ml syringe with the farawave in the same location just part the handle of the faradrive. This again resulted in "air bubbles" being observed in the 20 ml syringe but not inside the patient. The physician opted to remove the farawave from the first faradrive and exchange the first faradrive over the versacross wire with a second faradrive. No issues were encountered with the second faradrive and the procedure was completed successfully with no complications noted. The sheath was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.